Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they hospitalized on (B)(6) 2020 as their ketone went high and blood glucose level was 373 mg/dl which was treated by insulin drip. Customer was experiencing nausea. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Insulin pump received insulin flow block alarm. Customer ran self test and displacement test. Insulin pump received pump error which was cleared and customer was able to rewind insulin pump. Device will not be returned for analysis.